Event description:
During a standard treatment while working on tooth# 28, the patient's cheek was burned. The burn was 4-5 mm horizontal and 2 mm vertical. Staff applied to cheek while a patient was in office a topical ointment with lidocaine called tac that a pharmacy makes for the office. This would be considered a prescribed ointment and not over the counter. They did not give her any to take with her. They did not give her any to take with her. They did not prescribe anything to take for burn. The burn area was swollen at first, but by the time the patient was leaving the office the swelling had gone down.

Manufacturer narrative:
During a standard treatment while working on tooth# 28, the patient's cheek was burned. The burn was 4-5 mm horizontal and 2 mm vertical. Staff applied to cheek while patient was in office a topical ointment with lidocaine called tac that a pharmacy makes for the office. This would be considered a prescribed ointment and not over the counter. They did not give her any to take with her. They did not prescribe anything to take for burn. The burn area was swollen at first, but by the time the patient was leaving the office the swelling had gone down. The analysis of the handpiece did show that the bearings grinding, the chuck slips and the cover nut was worn which caused friction and heating up of the head housing. A visual and functional test prior to each treatment are requested by the user instruction and would hence be mandatory. (B)(4). Kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of (B)(4) (the importer).